Manufacturer narrative:
This report is submitted on 24 april 2020.

Event description:
Per the clinic, the patient experienced a dislodged magnet, the patient had experienced a fall two years prior. Clinical management is ongoing.